Manufacturer narrative:
Additional information was added to h4, h6 and h10. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) 10 ml would not flow. The event was further described as "did not infuse". The device was filled with flucloxacillin 4 g in 230 ml 0.9% sodium chloride. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.